Event description:
It was reported that the customer experienced a blood glucose (bg) of "high." Customer bloused via the mobile app to resolve the high bg. Cause of the reported issue was due to diabetes management as customer was not checking her bg levels and gave herself boluses at random.